Event description:
Event description guidant received information that at 59.6 months post implant, this implantable cardioverter defibrillator (ICD) was unable to be interrogated. A new guidant ICD was implanted and no adverse patient effects were reported. The device was returned to guidant for analysis.